Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy procedure the customer's vapr 3 foot pedal would not respond with the generator. The procedure was completed with another foot pedal using the same generator with no harm to the patient or delays to the case. The sales rep stated that the device was discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). ¿additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the mitek complaints system revealed six similar and seven dissimilar complaints for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy procedure the customer's vapr 3 foot pedal would not respond with the generator. The procedure was completed with another foot pedal using the same generator with no harm to the patient or delays to the case. The sales rep stated that the device was discarded by the customer.